Manufacturer narrative:
"Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7060835; medical device expiration date: 08/31/2018 device manufacture date: 03/01/2017. Medical device lot #: 7086871; medical device expiration date: 09/30/2018; device manufacture date: 03/27/2017. Medical device lot #: 7086870; medical device expiration date: 09/30/2017; device manufacture date: 03/27/2017. " (B)(6). Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that the bd vacutainer® sst¿ ii advance plus blood collection tubes had loose fittings which leaked during transport.